Manufacturer narrative:
Additional information received on 05jul2016 and includes: the pathogen results are not available. Batch reviews performed on 18 july 2016. Lot 134197: (B)(4) items manufactured and released on 18 october 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Gmk-primary tibial tray fixed cemented size 2 right, code 02.07.1202r, lot. 123738 (k090988) (B)(4) items manufactured and released on 05 november 2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Gmk-primary tibial insert ps fixed size 2/10mm, code 02.07.0210psf, lot. 114658 (k090988) (B)(4) items manufactured and released on 22 february 2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary patella resurfacing size 2, code 02.07.0034rp, lot. 135584 (k090988) (B)(4) items manufactured and released on 22 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 19 july 2016 it was prepared a final report with the information submitted in this initial report.: no device related root cause has been identified on the same date the report was sent to the initial reporter and the case was closed. Not available.

Event description:
The patient came in due to signs of infection. The surgeon removed all primary implants and input a cement antibiotic spacer. The surgery was completed successfully. X-rays and explants are not available.